Event description:
It was reported that during a sigmoid resection, the stapler was fired. Staples formed but the blade did not cut. No breaking of the washer occurred. The stapler would not come apart. The anastomosis had to be taken apart by hand (two layers of staples all the way around). The bowel was taken apart and then hand sewn back together. Or time was extended by 1 and a half hours.